Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump display "was going thru unlock sequence on its own". Additionally, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 110 mg/dl.